Event description:
Had lasik in a high volume center on (B)(6) 2015. Did not see a doctor before the operating day. I had already paid and signed the consent form, which was given to me to read in the waiting hall after telling me that all side effects are rare. The doctor briefly told me I had larger than usual pupils (both 7.8 mm) but wavefront guided lasik was a good technology for this, and did not tell me about what complications I may have. No explanation regarding risks related to flap, especially since I'm very active and participate in many sports. On (B)(6) 2015, had a traumatic flap dislocation on right eye while playing basketball. Flap was relifted, irrigated and replaced twice the day after. Persistent, significant macrostriae on visual axis required reintervention. On (B)(6) 2015, I had 5 temporary peripheral sutures placed on cornea to eliminate the striae. I have severe dry eyes (right was worse than left). I've started using the expensive drug restasis. I have a lot of subjective visual aberrations, worse by night but present by day. Corneal scans show mild-moderate coma and spherical aberration, according to my ophthalmologist. My vision cannot be corrected to 20/15 as before surgery but 20/20. Vision quality is bad, with subjective loss of contrast, multiplied in low light. I have pain in right eye which may very well be of neuropathic etiology. This is the most disabling symptom. I am on disability leave from work for two months, with adaptation disorder with anxious and depressive mood. I have had suicidal thoughts. I don't have any psychological or medical past medical history prior to this. I am a (B)(6) medical resident in his 2nd year of internal medicine and I wonder how the FDA accepts that even one case like mine happens. This is an elective surgery and I wish a serious administration oversaw this business who has ruined my life. How many ruined lives for some supposedly happy patients? I was told to: primum non nocere. For your records: wavelight ex-500 optical zone treated: 6.7 mm on both eyes.